Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy procedure, the doctor activated the instrument once, went to use it again and the jaws wouldn't open or close. The generator said replace instrument. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.